Event description:
Subsequent information was received that the patient underwent a revision procedure due to migration. The pocket was moved to a lower location. One week later, the patient reported strongly bumping the device due to dizziness. X-ray revealed the device had flipped and the leads were pulled tight. Although there were no abnormal measurements, a revision was performed to properly position the device and provide slack for the leads. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant procedure, the patient became unable to raise her arm due to device migration. Therefore, a revision procedure was performed to change the location of the device. The condition became worse and the patient received orthopedic treatment. As this treatment did not resolve the issue, another procedure was going to be scheduled in the future to change the implant location. No additional adverse patient effects were reported.